Manufacturer narrative:
S/w (blank display). Unit received with blank display due to corroded electronic assembly. Unable to confirm unexpected alarms due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had expose to moisture. The customer¿s blood glucose level was 4.7mmol/l the time of the incident. Customer stated the alarm was alarming constantly. Troubleshooting was not done for moisture exposure. The insulin pump will be returned for analysis.